Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: extra uterine pregnancy event description: at the end of the procedure, the surgeon used a [non-applied retrieval bag] this is a sac without introducer, he rolled it up and pushed it through the trocar he noticed something was wrong because he lost pneumo he checked and found a little black ring and the plastic instrument shield in the abdomen. Patient status: did a patient injury or illness occur associated with the complaint event? No

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment and the shied, a clear plastic internal component of the seal. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment completed the missing portion on the septum, a rubber component of the seal. The shield had scratches on the inner surface and the petals were slightly bent. Based on the condition of the returned unit and the description of the event, it is likely that the septum fragmentation and dislodged shield were caused by non-axial insertion or removal of asymmetrical instrumentation through the trocar. The damaged septum likely led to the loss of pneumoperitoneum. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.